Event description:
On (B)(6) 2018, a reporter (nurse) for the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) made a successful follow up call to the patient¿s mother. The reporter stated that the alleged product issue began on (B)(6) 2018 11:25am. The reporter stated that she obtained alleged blood glucose results of ¿44, lo, 23, 56, 30, 31, 146, 203, 182 and 213mg/dl¿ on the subject meter. Performed less than 20 minutes apart. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient¿s does not have diabetes however has the condition ¿non diabetic hypoglycaemia¿ and manages this with dextrose through a nasal gastric tube. On an unspecified time before obtaining these results the patient was experiencing symptoms of ¿vomiting, lethargy and dizziness¿. The reporter stated the patient received hcp treatment in way of ¿dextrose 20 units twice¿ in response to the alleged product issue. The patient had her blood glucose tested on the ER meter on (B)(6) 2018, 03:00pm and obtained a readings of ¿192, 34, 22 and 96mg/dl around 10 minutes apart¿. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure, the sample was taken from an approved sample site and the correct testing steps were used. The test strip vial was neither cracked nor broken and the test strips were stored correctly and within expiry date. The patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because although the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event prior to the alleged product issue beginning. It cannot be ruled out that the meter did not cause or contribute to the alleged event. In addition, based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision.